Event description:
Device #2 of 4. Reference MFR. Report: 1627487-2014-2670, 1627487-2014-26879, 1627487-2014-26880. It is unknown which lots are implanted so we are reporting on all extensions. It was reported the patient experienced auto-reducing. Diagnostics revealed multiple invalid impedances and as a result the patient was no longer receiving stimulation. Reprogramming was unable to resolve the issues. Follow up information identified the patient underwent surgical intervention to remove and replace the extension which showed invalid impedances which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.